Manufacturer narrative:
Follow-up #1: date of submission 02/15/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation; the complaint could not be confirmed or duplicated. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. This event has been attributed to use error (patient overriding dosage recommended by bolus calculator feature).

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 480 mg/dl with dizziness and trace ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the reporter stated that the patient had their pancreas removed ten years ago and has had variable bg readings. The reporter also stated that the patient was overriding the dosage recommended by the bolus calculator feature. This report is being made due to the bg excursion the patient experienced due to use error.